Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and the cannula was bent. The customer's blood glucose level at the time of incident was 560 mg/dl. The customer was treated with manual injection for high blood glucose. Customer's current blood glucose was 177 mg/dl. Customer was experiencing high blood glucose symptoms like thirst and tiredness. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.